Event description:
An arteriotomy closure was performed with the closer tsl 6 fr device. Upon follow-up, a tremendous tenderness and erythemia was found over the right groin. Ultrasonography did not reveal any active flow. The pt was referred for drainage of the area. Purulent drainage was encountered immediately after the incision. Multiple pockets of abscess cavities were found. In the base of the main abscess cavity, a long perclose suture of approx 3 cm was found. The suture was removed and the puncture wound actively bled. The artery was closed with a single interrupted stitch and bleeding was controlled. The cavity was irrigated with antibiotics. The remaining tissue was extremely indurated, edomatous and erythematous. The wound was packed open. The pt suffered an estimated blood loss of 100cc. The pt was then transported to the recovery room, extubated and was reported to be in satisfactory condition.